Manufacturer narrative:
This event is related to a separate report filed by cordis involving catalog number lun250r12us, lot number lnrus00029. The report number is not currently available. This event is reported by cordis as an importer but the entire report was completed for purposes of transmitting the report.

Event description:
The physician deployed the first elunir stent (2.5x12) in the mid circumflex artery and while trying a pass a 2.5x24 elunir stent, he managed to strip the second stent off the catheter. The two stents were both retrieved with a snare. The patient is stable not with a partially open circumflex. The devices will be returned for analysis. The physician did not post dilate the first stent, after stent placement. The stent placement was over a bend. Both the lad & circumflex had substantial disease through out. He then wanted to stent the distal circumflex artery. The circumflex before the intervention had about 70% blockage. The target lesion was not successfully treated, and the patient was in stable position. The length of the lesion was at least 36mm and the physician went in with a 2.5mm stent. The site was predilated and there was diffuse disease. The stent was not manipulated during prep. The stent that was dislodged wasn¿t manipulated during prep. The wire was a 6fr guide jl4, but the brand is not confirmed but it was maybe by cordis. The balloon wasn¿t partially inflated. A 6fr sheath (unidentified brand was used). The inflation device was in the negative position while being advanced and removed.

Event description:
Please note that this is a follow up correction to a previously submitted importer report. Upon review, the reported event was re-evaluated as dislodged. (B)(4). No further reports will be forthcoming regarding this event. This medwatch is being filed by (B)(4) as the importer of the (elunir stent) in accordance with sec. 803.40 governing importer reporting requirements.